Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the rate of the patient's ins changed on its own. They initially programmed the patients in constant voltage and then changed it to constant current a few programming sessions later. After they reprogrammed the patient to constant current, the patient's symptoms became worse. It took them several programming sessions to notice that the patient was programmed at 30hz and not 130hz and the hcp had not made the change itself.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #2182208-2020-00314 was already reported in this report (#3004209178-2020-03108). Any additional information regarding that event will be submitted as a supplemental submission to this report. Additional information received indicated the aware date was 2020-01-20. It was initially reported to be 2020-01-21, which was I ncorrect. If information is provided in the future, a supplemental report will be issued.